Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address catastrophic failure of ceramic head. Report states the patient was running turned a corner, and felt a drop in length on the effected side, and noticed some crunching noises.